Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that this laser fiber was used during excision of eroded bladder mesh. During the procedure, the fiber was broken after 10 minutes of use. Additional fibers were used with the same result. The procedure was completed with a bipolar resection. No patient complications were reported. This report corresponds to the third fiber.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.